Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the ventilator was not plugged in and the internal battery was red, the ventilator needed to be plugged back in and charged to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen display started to blank out intermittently. The customer stated there was no patient involvement associated with this event.